Manufacturer narrative:
The investigation into the access site bleeding is on-going at this time. Upon completion of the investigation, if root cause can be determined, a final report will be filed. To date no analysis has occurred as the pump product was discarded, logs were not returned, and clinical details are lacking.

Event description:
In (B)(6) an impella cp was placed for hemodynamic support of the patient in cardiogenic shock. The patient was critical suffering from ventricular tachycardia and fibrillation requiring cardioversion. The impella cp was placed and supported the patient for 2 days til the pump was weaned and explanted. Months later in a registry document, the abiomed team was informed of an access site bleed from the impella insertion that was treated by infusion of blood products.